Event description:
It was reported the patient could not charge the implantable neuro stimulator (ins), due to the patient allowing the ins to completely discharge multiple times. A physician recharge mode was performed. The patient experienced pain, due to the lack of stimulation. The ins was replaced and the patient was doing "ok."

Manufacturer narrative:
Product ID 748940, lot# serial# (B)(4), implanted: explanted: product typ extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 64001, (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3550-29, lot # unknown, product type accessory. Analysis of the implantable neurostimulator (ins) (model # 37712, serial # (B)(4)) found its battery had reached the end of service (eos) due to three overdischarges. It was indicated that the battery would deplete rapidly after being recharged. The recharge coupling was "less than optimal" on the last 5 recharges done with all the records showing 0 bars of coupling 5-7 minutes into the recharge session. The ins went to the lock mode on (B)(4) 2012 and eventually went to an overdischarged state before being recovered in the analysis lab. Analysis of the extension (model # 748940, serial # (B)(4)) found a cosmetic cut in the molded rubber of its proximal end connector. There was a cosmetic depression in the molded rubber that appeared to have occurred by a rubbing abrasion. Analysis of the pocket adaptor (model # 64001) found its outer insulation was melted as a suspected artifact of cautery. There were multiple breached and "cosmetic melted" spots. Analysis of the plug/boot (model # 3550-29) found no anomaly. There were "cosmetic melted" spots on the plug. The spots were suspected to be an artifact of electrocautery.